Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet, despite using two usb cables and two wall adapters. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the pump in using a third usb cable and third wall adapter.